Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous renal replacement therapy (crrt) using a prismax machine. The machine had two power losses occurring approximately 24 hours apart. The second treatment was ended without the extracorporeal (ec) blood being returned to the patient due to a clotted circuit. It was reported that blood transfusion was required. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Visual inspection of the machine did not identify any abnormalities that could have contributed to the reported event. Machine worked as per specification. The review of the provided machine logs revealed that after the two events of machine sudden restart, the machine was found to be powered on by the backup battery, and then the ac power was activated again. The machine was operating again after the events and was able to run treatments. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.